Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to renal (e.g., artery occlusion).

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that during the procedure, the trunk-ipsilateral leg endoprosthesis could not be reconstrained. The physician deployed the device, intentionally high, planning to reconstrain if needed. The device (the scallop at distal end of graft) partially covered the left renal artery. An angiograph was performed and showed flow into the left renal artery. The patient tolerated the procedure. The field sales associated stated ¿the clear dial became dislodged during shipping¿.

Manufacturer narrative:
Added g3/g4, h1/h2 and h6.